Manufacturer narrative:
This report is being supplemented to provide additional information provided by the third party microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 2 cfus of coagulase-negative staphylococci. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6, h10 the device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the bending section cover glue was separated. However, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The suggested event is preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 compatible reprocessing methods chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope (and related reprocessing accessories) chapter 6 reprocessing the accessories chapter 7 reprocessing endoscopes and accessories using an aer/wd olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated field: b3 / b5 / h4 / h10. The cleaning, disinfection, and sterilization (cds) was performed by the customer, there was no suspected infection and there were no deviations / deficiencies / concerns in the reprocessing. Pre cleaning was performed immediately after the patient procedure, water was aspirated through the instrument / suction channel with a suction pump, the air / water / balloon channels were flushed with water and air by using maj-1444 and mah-629. During manual cleaning, the device passed the leak test, the detergent used was anios synergy, the biopsy / aspiration canal / balloon canal / aspiration canal / biopsy canal were brushed. The device was used before manual disinfection, the disinfectant used was anioxyde 1000, al channels were flushed and immersed into the disinfectant, filtered water was used to rinse after disinfection, the concentration and expiration oft he disinfectant was controlled. The automated endoscope reprocessor (aer) used was soluscope series 4, there were no defects on the aer used. The detergent used was soluscope cln, the disinfectant used was soluscope paa, all channels were connected with tube when the endoscope was setting up into the aer, the concentration / expiration dates of the disinfectant were controlled, filtered water was used as rinse water, the water filter was replaced periodically in accordance with the IFU. The device was dried by wiping with paper towels / the dry process of the aer / and blow dried by compressed filtered air, and the endoscope was stored in a simple cabinet.

Event description:
The evis eus ultrasound bronchofibervideoscope tested positive on july 10, 2023 for >100 colony forming units (cfus) of bacillus sp and corynebacterium sp., the air / water / jet / suction channels were sampled. The device was sampled again on july 17, 2023 and tested positive for 1 cfu of an unspecified microorganism, the air / water channels were sampled. The device was sampled again on july 26, 2023 and tested positive for 11 cfus of staphylococcus haemolyticus, micrococcus luteus, and bacillus sp, sampled from the operating canal and 1 cfu of micrococcus sp. Sampled from the balloon canal.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing, and the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the evaluation / investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.